Event description:
It was reported that the patient presented to the clinic in backup vvi. The patient's presenting rhythm was 67.5 ppm. When attempting a user download, there was loss of capture and the patient became fatigued with a heart rate in the thirties. Attempts to access the device memory resulted in a -please locate the device- message. Device replacement would be scheduled due to loss of output and capture.

Manufacturer narrative:
No medwatch form was received.